Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: event description: we are told that the needle can not be used safely the needle is blunt, the treatment can not be started DHR review disclosed the following: lot 7097689 was built on afa line 9 from 15apr2017 thru 18apr2017 and packaged on pkg. Line 10 from 20apr2018 thru 28apr2017 for the quantity of (B)(4) ea. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. One qn for a non-related incident was generated during the packaging process of this lot. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the event description. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Sap (qn) database review: yes reason: this database tracks .any issue during production that would affect product quality. Observations and testing: received one 18g bd insyte autoguard blood control IV catheter unit within and opened packaged for lot 7097689. The unit consisted of the needle/hub assembly that was partially retracted within the safety shield (barrel) and the protective needle cover placed back on the unit. The button was completely depressed and there were traces of thick dried media. The remained of the unit was not returned for observation. Observed there was damage to the grip where the end of needle/hub was located in the barrel. Visual/microscopic: the unit revealed no anomalies or damage to the needle tip. Functional test (retraction) conducted: pushed the needle to the out position and reset the activation button. Depressed the activation button. The needle only partially retracted; stopping where the hub met the damage in the grip within the barrel. The damaged grip was identified as the source that restricted the needle from fully retracting. Investigation samples(s) meet manufacturing specifications: no. Although evaluation of the unit provided for this incident did not reveal any damage to the needle tip as reported the evaluation and testing revealed damage to the grip that hindered the needle from fully retracting. Conclusions: confirmation of the complaint failure of needle dull blunt, as stated in the pir, was inconclusive based on the evaluation and testing of the unit provided for this incident. Confirmed there were no anomalies or damage to the needle tip. Confirmation of the failure of needle retraction failure, was conclusive based on the evaluation and testing of the unit provided for this incident. The unit displayed damage to the grip component which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. Did the evaluation confirm the customer¿s experience with the bd product? No. Although confirmation of the failure of needle dull blunt that the customer experienced was inconclusive with the returned unit; needle retraction failure was conclusive based on the observations and testing of the unit provided for this incident. Were we able to reproduce the customer's experience with the bd product? No. Although reproduction of the failure of needle dull/blunt experienced by the customer was not achieved with the returned unit; the failure of needle retraction failure, as identified, was achieved with the testing conducted on the unit provided for this incident. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: manufacturing ¿ although the reported defect of needle dull/blunt was not identified nor confirmed with the returned unit; the defect of needle retraction failure was observed and confirmed, the root cause of the retraction failure was damage to the grip. Comment: the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. A quality improvement project was completed to minimize damage to the grip at the plug load station. The gathering plates at the plug load station have been modified to minimize the chance of damaging the grips. Corrections and CAPA corrective action project / CAPA (#): ¿a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Manufacturing was notified of this incident and the findings.

Event description:
After an investigation of the described complaint, it was determined that the bd insyte¿ autoguard with bc, had a needle retraction failure.